Event description:
The customer reported that pump cartridges did not always click into place. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with technical support, and no further information was obtained.